Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system cat rx kit. During the procedure, while advancing a non-penumbra guidewire through the indigo system catrx aspiration catheter (catrx) outside of the patient¿s body, the physician noticed the rapid exchange port of the catrx had a hole approximately 10 centimeters from the distal tip. Therefore, the catrx was removed. The procedure was completed using a new catrx with the same guidewire. There was no report of an adverse effect to the patient.